Event description:
25may2023 (B)(4); investigation completed.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had a pressure sore over the ipg site which resulted in an infection. As such, surgical intervention occurred, where the scs system was explanted to address the issue.